Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs'). In a female patient who had essure (batch no. A06329) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), mood altered ("mood changes"), anxiety ("anxiety/mental anguish") and stress ("psychological stress"). And was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, weight fluctuation, alopecia, tooth loss, depression, mood altered, anxiety and stress outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number#: a06329, manufacture date: 2012-05, expiration date: 2015-05. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-nov-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterine perforation (migration of the essure device to the abdominal cavity or pelvic cavity)") and perforation ("perforation other organs") in a female patient who had essure inserted (lot no. A06329) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of endometriosis, colon cancer, parity 2, dyspareunia and gravida ii. Previously administered products included: iud nos and oral contraceptive nos. Concurrent conditions were listed as iron deficiency, hypothyroidism, weight gain, hair loss, low back pain, uti, vaginal discharge, bacterial vaginosis, uterine fibroid, painful periods, heavy periods, adenomyosis, pruritus, eczema, hemorrhoids, dysuria, uti, vaginal yeast, abdominal pain, libido decreased, rectal bleeding, breast pain, menses irregular, dysmenorrhea and menorrhagia. Concomitant products included tramadol (tramadol hydrochloride) and naproxen (naproxen sodium). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("genital bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and stress ("psychological stress"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (vaginal hysterectomy , mccall culdoplasty & bilateral salpingectomies). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: normal anteverted uterus, small endometrial polyp at the right cornea. Tubal ostium visualized bilaterally. The essure coil was inserted without complication. 4 coils trailing on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: on the scout image, essure coils are identified in the right and left adnexa, appearing normally positioned. Following contrast opacification there is prompt filling of the endocervical canal. The right tube appears occluded. On the left, there is extrusion of contrast beyond the level of the coil filling the distal part of the fallopian tube in keeping with nonocclusion; on (B)(6) 2013: findings: contrast injected into the endometrial canal. Tubal occlusion devices are well -positioned. No evidence of tubal patency. [Magnetic resonance imaging pelvic] on (B)(6) 2017: impression: in the posterior wall of the uterus, the transition zone measures up to 16 mm thickness, raising the possibility of adenomyosis in the proper clinical scenario [pathology test] on (B)(6) 2013: specimen and clinical history: endometrial polyp diagnoses: endometrial polyp, excision:- consistent with benign endometrial polyp; on (B)(6) 2017: specimen: cervix, uterus, right and left fallopian tubes, enterocele sac and vaginal mucos clinical information: dysmenorrhea diagnoses: uterus, total hysterectomy: cervix: within normal limits. Endometrium: secretory endometrium. No cytologic atypia, hyperplasia or malignancy identified myometrium: within normal limits. Serosa: within normal limits. Squamous mucosa: within normal limits. Fibromembranous tissue: within nor mal limits, consistent with enterocele. Fallopian tubes, left and right, bilateral salpingectomy: within normal limits. Gross description: other: bilateral fallopian tube stumps, attached, extending from each stump there is a silver wire/stent, on the left there is a twisted extension, extending into the left anterior fundal myometrium. This appears to be continuous with the silver metal wire extending from the left fallopian tube stump. [Ultrasound pelvis] on (B)(6) 2012: normal sized uterus. Endometrial thickness 8.2mm. There is an echogenic area at the fundus of the uterus 1.3x1.0x0.4mm. This may represent a small polyp. Normal ovaries; on (B)(6) 2016: impression: heterogeneous appearing myometrium which is a nonspecific finding but can be seen with adenomyosis; on (B)(6) 2018: impression: no specific sonographic abnormalities identified. Lot number:a06329 manufacture date:2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions were added. Patient information updated. Concomitant drugs were added. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a female patient who had essure (batch no. A06329) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, weight fluctuation, alopecia, tooth loss, depression, mood altered, anxiety and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.